Manufacturer narrative:
Manufacturer's investigation conclusion: upon investigation it was determined that the log files for this event did not contain the reported pump stops. There were no reported device-related issues. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are both currently available. Although no device-related issues were reported, these two documents contain important information regarding all system controller alarms and outline the appropriate actions associated with them. These documents caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during review of the log file a pump stop was noted on (B)(6) 2021 from 06:25am to 06:55am.